Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to the patient "took spicy food", however, the cause has been assessed as unknown. The patient was not hospitalized for the event. The patient was treated with fortum injection( 1 gram, intraperitoneal and daily) and vancomycin ( 1.5 mg, intraperitoneal and every 3 days for 14 days) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.